Event description:
It was reported that during a routine follow up, this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected of premature battery depletion (pbd). The health care provider (hcp) observed a drop in battery capacity from 30% to 15% since last visit and provided this s-ICD's battery data to boston scientific technical services (ts) to analyze. Ts analysis results suggests that the pbd may have been due to an unexpected increase of battery usage. Ts recommended this device to be explanted and provided a safety replacement window. Subsequently, the s-ICD device was explanted and replaced with a non-boston scientific system. The s-ICD device was returned to facility for analysis. No additional adverse patient effects reported.

Event description:
It was reported that during a routine follow up, this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected of premature battery depletion (pbd). The health care provider (hcp) observed a drop in battery capacity from 30% to 15% since last visit and provided this s-ICD's battery data to boston scientific technical services (ts) to analyze. Ts analysis results suggests that the pbd may have been due to an unexpected increase of battery usage. Ts recommended this device to be explanted and provided a safety replacement window. Subsequently, the s-ICD device was explanted and replaced with a non-boston scientific system. The s-ICD device was returned to facility for analysis. No additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that during a routine follow up, this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected of premature battery depletion (pbd). The health care provider (hcp) observed a drop in battery capacity from 30% to 15% since last visit and provided this s-ICD's battery data to boston scientific technical services (ts) to analyze. Ts analysis results suggests that the pbd may have been due to an unexpected increase of battery usage. Ts recommended this device to be explanted and provided a safety replacement window. A device replacement procedure is planned. Device remains in service. No adverse patient effects reported.